Event description:
It was reported that the pt was revised for loose hemispherical shell.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lots. Add'l info has been requested and if received, will be provided in a supplemental report.